Manufacturer narrative:
The device was returned to olympus for evaluation. The user facility report was confirmed and evaluation results found a faulty igniter. Additionally, a non-olympus lamp was found. The instructions for use warn: "never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire".

Event description:
The user facility reported that the front panel on the clv-180 keeps flashing standby lamp. It was reported that the lamp was replaced and issue still occurred. There was no patient involvement reported.

Manufacturer narrative:
This report is being updated to report the findings of the investigation. The device history record (DHR) for the complaint device confirmed that there were no abnormalities noted in manufacturing. Conclusions: the root cause could not be identified. The following cause is presumed from the investigation result, the standby lamp lights up. Although the lamp was replaced, this problem still exists. It is presumed that the standby lamp lit up because the main lamp could not light up due to failure of the igniter and that the problem was not eliminated even when the lamp was replaced. Failure of the igniter. As more than 10 years have passed since delivery of this product, it is presumed that the igniter deteriorated and failed due to long-term repeated use. This caused the lamp to fail to light up. Use of the lamp not specified by olympus. It is presumed that the event occurred because the user installed the desired lamp (non-approved lamp) contrary to the IFU. The instructions for use (IFU) shipped with the device provides the user with the following information related to the reported issue: (3) use of the lamp not specified by olympus: never install a lamp that has not been approved by olympus. The use of a non-approved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire.